Event description:
A customer reported the adc freestyle libre sensor detached after bumping into a door on day 1 of wear. On (B)(6)2020, as a result, the customer experienced symptoms of hypoglycemia described as sweating and shaking and self-treated with a coke provided by a friend. A blood glucose was not performed as the customer did not have test strips. After 1 hour, the customer lost consciousness. No third party medical treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after bumping into a door on day 1 of wear. On (B)(6) 2020, as a result, the customer experienced symptoms of hypoglycemia described as sweating and shaking and self-treated with a (B)(6) provided by a friend. A blood glucose was not performed as the customer did not have test strips. After 1 hour, the customer lost consciousness. No third party medical treatment was reported. There was no report of death or permanent injury associated with this event.